Event description:
Additional information provided via the legal department- as reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 1 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient was revised to exactech devices. Revision operative report (B)(6) 2018. Diagnosis: lateral subluxation of left patella and instability of left knee. Painful patellofemoral joint arthroplasty with lateral patellar tilt. The patella was subluxated laterally and the knee flexed to 70 degrees. At this point retractors were inserted with thin bent retractors placed anteriorly, medially, and posteriorly. The extramedullary tibial resection guide was used to resect the proximal tibia perpendicular to its long axis with approximately 2 degrees of posterior slope. After the resection was complete, the cutting block and resected bone were removed and appropriate resection was confirmed with an extramedullary alignment rod. Peripheral osteophytes on the tibia were removed. Devices were trailed and then implanted. A sterile compressive dressing was applied. The patient was transferred to the recovery room in stable condition, there were no complications.

Manufacturer narrative:
H3. Updated investigation results- the specific optetrak devices are not provided. The cause of the patient¿s pain, lateral subluxation of left patella, instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available. Corrected information- b2 required intervention.

Event description:
It was reported by the legal department that a female patient had an ¿optetrak tka system¿ implanted in 2016 and revised in 2018 at which time she had a ¿truliant tka¿. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. There are no serial numbers for devices provided. No additional information is available.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Upon review of information it was determined that the event did not involve the revision of or any issues concerning exactech products.